Event description:
Malem bedwetting alarm has a severe defect. It's getting hot within mins of being powered on. I inserted batteries and got ready to place on my daughter. By the time I set up the sensor and got ready to connect it on her, the alarm was already warm to hold. I was not sure if it was supposed to do this. I let the alarm sit for a few mins and as it got hotter. I just had to remove the batteries for fear of the device blowing up. I have replaced the original batteries with new ones but the same thing keeps happening over and over again. This is a device defect which renders it unusable and dangerous to my daughter, especially if she is sleeping at night with the device. I have returned the device. FDA safety report ID# (B)(4).